Event description:
It was reported that this implanted lead was part of system revision due to scarring and infection. No additional adverse patient effects were reported. The implanted lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was returned in two segments with severed from the terminal end. The returned lead showed a missing midbody segment, including the sense b ring and the notch area, but setscrew marks were in the correct location on the terminal pin, and the electrical continuity testing confirmed the conductor was intact. Analysis of the returned product was not able to provide relevant information for infection-related allegations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to scarring and infection. No additional adverse patient effects were reported. The implanted lead was explanted.